Manufacturer narrative:
The device was reportedly discarded and will not be returning. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening and inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. During removal of the lock line (ll), resistance was met and approximately 6inches of the ll was able to be removed before it became completely stuck. Troubleshooting was performed however when turning the white knob, the clip opened therefore the clip was not implanted and the cds was able to be removed without further issue. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to these events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the causes for the reported inability to remove the lock line as well as the reported clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na